Event description:
It was reported via facility medwatch# (B)(4) that vessel perforation occurred. The target lesion was aortic valve. An amplatz super stiff guidewire was used during transcatheter aoritic valve replacement (tavr) case. However, perforation of left ventricle was noted. The patient underwent open sternotomy and repair and the procedure was completed. No further complications were reported.